Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
Incident as reported: patient under local. Right internal carotid artery restenosis from previous cea, symptomatic. Difficulty crossing lesion enroute interventional wire (ln 11001671). Physician was convinced wire and arterial sheath were in a dissection plane based off injection, though he only used 2 cc of contrast for injection. Physician had brisk reverse flow when clamped but still felt uncomfortable with the placement. We thought he was just on a chunk of calcium in the proximal right common carotid based on reviewing the films during the procedure, but the physician thought it was a dissection. You could not see a dissection with an angio. He decided to remove arterial sheath and wire and cinch the previous placed 5-0 prolene purse string. He then placed 5 more 5-0 prolene stitches. Patient still awake and responding, wiggles left toes but could not squeeze the dog toy in left hand. Re-puncture proximal to previous stick with same mpk needle (ln g18115262), tried to advance wire distal enough to place the mpk sheath but it would not advance 2 cm past need puncture site. Physician decided to abort tcar and convert to cea. Physician left the tcar incision open, packed with gauze and covered with a tegaderm and rush to the or. Physician performed a subclavian carotid bypass. Physician states that patient had a stroke on the table during the cea, and is now in ICU.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
Incident as reported: patient under local. Right internal carotid artery restenosis from previous cea, symptomatic. Difficulty crossing lesion enroute interventional wire (ln 11001671). Physician was convinced wire and arterial sheath were in a dissection plane based off injection, though he only used 2 cc of contrast for injection. Physician had brisk reverse flow when clamped but still felt uncomfortable with the placement. We thought he was just on a chunk of calcium in the proximal right common carotid based on reviewing the films during the procedure, but the physician thought it was a dissection. You could not see a dissection with an angio. He decided to remove arterial sheath and wire and cinch the previous placed 5-0 prolene purse string. He then placed 5 more 5-0 prolene stitches. Patient still awake and responding, wiggles left toes but could not squeeze the dog toy in left hand. Re-puncture proximal to previous stick with same mpk needle (ln g18115262), tried to advance wire distal enough to place the mpk sheath but it would not advance 2 cm past need puncture site. Physician decided to abort tcar and convert to cea. Physician left the tcar incision open, packed with gauze and covered with a tegaderm and rush to the or. Physician performed a subclavian carotid bypass. Physician states that patient had a stroke on the table during the cea, and is now in ICU.